Manufacturer narrative:
The device was not returned for evaluation. A potential root cause could be due to "operator or machine error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿instructions for intermittent catheters: 1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. 4. Gently insert rounded end of catheter into urethra. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the diameter around the catheter bunched up. The patient stated he received both straight and curved catheters from the supplier. He noticed a difference in the diameter/shape of the catheter. The patient did not use the catheters.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the diameter around the catheter bunched up. The patient stated he received both straight and curved catheters from the supplier. He noticed a difference in the diameter/shape of the catheter. The patient did not use the catheters.